Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
For a pcboo intraocular lens (iol), it was reported that the plunger went through cartridge side wall reportedly due to an unconfirmed loading error. No further information was provided.

Manufacturer narrative:
Additional information was received february 17, 2016, stating that the cartridge tip went into the patient's eye. The lens stuck and was over ridden by the plunger. The plunger bypassed the lens and went to the side wall of cartridge. The doctor stopped when the lens was not going into the eye. Reportedly, this was a use error due to not enough ophthalmic viscosurgical device (ovd) applied in front of lens during preparation. (B)(4). All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
The preloaded insertion system was returned to the manufacturer for evaluation in a plastic bag. Visual inspection at 10x microscope magnification showed the tip of the cartridge deformed and broken at one side. The intraocular lens (iol) was observed stuck in the cartridge tip. The push rod tip overrode the lens and protruded through the side of the tip. The customer's reported complaint was verified. Manufacturing records review: manufacturing records were reviewed and the lens was manufactured and released according to specification. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. As a result of the investigation there is no indication of a product quality deficiency and the reported issue was not verified. All pertinent information available to abbott medical optics has been submitted.